Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the extension line broke/separated near the junction. Additional information on (B)(6) 2023 stated that the issue occurred during use on patient which changed the complaint to reportable. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The customer provided three photos for analysis. The customer returned one, 3-lumen catheter for analysis. Signs of use were observed on the catheter body. Visual inspection of the returned catheter revealed the distal and proximal extension lines were separated from the juncture hub. The separated edge of the distal extension line was rough, jagged, and appeared convex in shape. The separated edge of the proximal extension also appeared convex in shape which additional testing indicates is consistent with being torn by force from the juncture hub. Remains of the extension line molding were observed inside the distal extension line juncture hub while a portion of the proximal extension line was protruding from the juncture hub. No additional defects or anomalies were observed on the catheter body. The catheter body length from the juncture hub to the distal end measured 218mm , which is within the specifications of 207-227 mm per catheter product drawing. The distal extension line outer diameter measured 2.173mm, which is within the specifications of 2.13-2.21 mm per extrusion product drawing. The distal extension line inner diameter measured 1.4732mm, which is within the specifications of 1.42-1.50 mm per extrusion product drawing. The proximal extension line length from the luer hub to the separated end measured 142mm, which is not within the specifications of 133-137 mm per product drawing. However, after additional testing, the elongation of the extension line is likely a result of it being torn from the juncture hub by force. The proximal extension line outer diameter measured 2.167 mm, which is within the specifications of 2.13-2.21 mm per extrusion product drawing. The proximal extension line inner diameter measured 1.4732mm, which is within the specifications of 1.42-1.50 mm per extrusion product drawing. Functional inspection of the separated extension line was performed per the instructions for use (IFU) provided with the kit, which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Both extension lines were flushed using a lab inventory 10ml syringe. Water was observed exiting the severed ends of the extension lines. No leaks or blockages were identified. A manual tug test confirmed that the distal and proximal luer hubs were secure to their respective extension lines and the medial extension line was secure to the juncture hub. The sample was sent to manufacturing quality for further analysis. The manufacturing quality team simulated the failure in both the proximal and distal extension lines. Both extension line separations points on the sample had a "convex character/shape" at the site of separation. Based on visual analysis and performed simulation, they concluded that both extension lines were torn from the juncture hub. The juncture hub was cross-sectioned, and they confirmed that both extension lines were molded properly within the juncture hub. Based on the analysis performed it was concluded that root cause is use of excessive force. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause catheter component damage or breakage. If placement damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line/juncture hub separation was confirmed through complaint investigation of the returned sample. Visual inspection revealed the distal and proximal extension lines were separated from the juncture hub. Evaluation performed by the manufacturing site quality team was able to replicate the appearance of the damage using undue force and cross-sectioning of the juncture hub of the returned sample confirmed the extension lines were properly molded into the hub. A device history record review was performed with no relevant findings to suggest a manufacturing issue. Based on the sample received and evaluation from manufacturing quality, unintentional use error caused or contributed to the damage on both the proximal and distal extension lines. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: the extension line broke/separated near the junction. Additional information on 17 oct 2023 stated that the issue occurred during use on patient which changed the complaint to reportable. There was no reported patient harm or consequence.